Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements greater than 2000 ohms. An impedance jump and sensing drop were also reported. X-ray imaging was obtained, but the results have not yet been provided. Data was also submitted for analysis by technical services (ts). There were no adverse patient effects reported. This rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).